Event description:
It was reported that at implant attempt, the right atrium lead was unable to be fixed into position and had high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed. The proximal conductor was distorted, the outer insulation was kinked/buckled and torn, and blood present in/on the proximal conductor and the helix mechanism; lead damaged at implant.